Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 364 mg/dl. The customer reported that they changed the infusion set , site , reservoir but still got a no delivery alarm and a motor error. It was reported that they had received got another motor error after passing displacement verification. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.